Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement.

Event description:
Failed pressure cal (B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per 1601-011-000 out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. 12/07/2018 07:30:08 eric vinson (evinson) investigation summary: failed pressure cal observation: verified unit failed pressure cal verified asm analog pressure sensor tests results reversed bottle and pressure sensor positions, passed pressure calibrations in asm faulty assembly: pressure sensors were too close to specs to pass consistantly. Conclusion:reversing sensors brought pressure margins closer together rework: no repair required route to service dept. For normal process.